Event description:
A caller reported a cartridge alarm issue with their insulin pump, identified as cartridge alarm 20. There was no adverse impact on the customer's blood glucose level. In response, technical support decided to replace the pump, as the issue was confirmed with consecutive cartridges. The replacement pump would come with updated software, which the caller acknowledged. The customer was advised to use a manual daily injection therapy to ensure insulin delivery was not disrupted and instructed on the proper procedures for returning the malfunctioning pump to avoid incurring charges. The customer confirmed understanding of these instructions and the necessary steps for setting up the replacement pump.